Manufacturer narrative:
Tracking #.44664. Date sent: 11/04/1998. Ligaclip endoscopic rotating multiple clip applier: based upon inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. No conclusion as to why the clips reportedly fell off.

Event description:
During a laparoscopic cholecystectomy the surgeon fired 3 clips onto the distal cystic duct. As the surgeon attempted further dissection of the duct and artery, all 3 clips fell off the cystic duct. The surgeon also feels the laparoscopic clip applier is not sliding smoothly through the trocar. The surgeon has used co's products for several years and feels the drag force has increased significantly in the past few months. The surgeon encountered bleeding unrelated to the clips falling off the cystic duct. The case was converted to open to control bleeding complete the procedure.